Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not communicating with the remote control and clinician programmer. The patient underwent an ipg replacement procedure. The explanted ipg was retained by the medical facility and will not be returned.